Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tip was not inflating when plugged into the processor. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the scope. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the scope, additional findings were as follows: air/water nozzle had blockage; bending angle did not meet specification; bending rubber adhesive was detached; and probe cover was scratched. The device was returned and evaluated, and foreign objects were found to be clogging the scope; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.